Event description:
In 2005 a patient underwent repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. During the procedure there was a planned covering of the left subclavian artery. The patient tolerated the procedure and was discharged home. Approximately three months later the patient presented to the physician's office complaining of left arm pain. Three months later, a second endovascular procedure was performed forming a bypass from the left common carotid artery to the left subclavian artery, which successfully alleviated the patient's symptoms. The patient continues to be doing well post operatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event involved another device, tg2610/lot.